Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: during investigation, the pump powered on with cs 007 call service alarms. The pump was opened and revealed that the electronically erasable programmable read-only memory (eeprom) component was cracked. Further testing was not able to be adequately investigated due to the unrelated eeprom failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.